Event description:
Paramedics repsonded to a traffic accident victim. The device was connected to the pt with disposable pacing/defibrillation/ECG electrodes. The pt was shocked once. The pt's ECG converted to asystole and pacing was initiated. According to the reporter, the device alarmed and would not pace the pt's rhythm. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death because the pt was not viable.